Event description:
When the device was removed from the patient's leg, the plastic "bullet" (dissection) tip was noted to be fractured. Two broken fragments were located and removed from the patient's leg.